Event description:
The MFR rec'd info alleging a ventilator was not functioning properly. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the customer's complaint was confirmed. An additional filter was found to be obstructing the air inlet path of the device. The extra filter was removed to address the issue.